Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump seated, and then alarmed no delivery during the displacement test with no reservoir in the reservoir tube due to an unknown dried substance on the motor slide. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a scratched case.

Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin was able to exit with a manual prime, but the insulin pump alarmed no delivery. The customer was advised their insulin pump needed to be replaced. No additional information provided.